Event description:
It was reported that a user experienced a high blood glucose of 295 mg/dl while using the ilet and changed infusion site, cartridge, connector, and dexcom sensor to troubleshoot after eating more carbohydrates than usual; this was characterized as a usage issue related to procedure and user interface, and the event involved meal announcements with an incorrect meal size. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, consistent with an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.